Event description:
It was reported that during central processing, it was noted that the cadiere forceps instrument had frayed wires. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip close cable being frayed at the grip hub. The frayed strands stick out at the wrist. The other cables at the wrist are not damaged. Additional observations revealed a damaged distal clevis. The edge of one ear has an indentation adjacent to the fray initiation area. The grip hub also has a scratch mark adjacent to the cable. Evidence was not conclusive, but clevis/grip hub damage is likely due to mishandling and contributed to fraying. There were 6 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.